Event description:
The user facility reported that the catheter "broke into two pieces" during withdrawal after a procedure. During follow-up communication, the user facility reported: the involved device had been placed contra-laterally, then navigated through a stent during the procedure; the detached distal portion was removed using a stiff wire; the procedure was completed successfully; there were no reported complications; and the pt condition is listed as "fine."

Manufacturer narrative:
Results and conclusions: based upon evaluation of user facility info and pictures of the involved sample; based upon testing of reserve samples. The involved device has not been received by the manufacturing facility for evaluation. However, photographs of the device have been examined. Visual inspection of the photographs of the involved device confirmed that the catheter material had been stretched, and then, separated. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of continuing attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the warning / precautions section of the instructions-for-use. The warnings / precautions section of the instructions-for-use states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).